Event description:
It was reported via repair work order that the track is severed and will not engage the stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.